Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device would not turn on. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The technician confirmed the complaint of device would not turn on. The external investigation of the device showed that there was no contamination on the outside of the device. The device was not hooked up to a known good supply due to the complaint being device will not turn on. The internal investigation showed that there were multiple spots of water ingress on the pca. The issue of damage to the pca from water ingress consistent with the evidence seen in this complaint was previously investigated in pr (B)(4). There were also two chips that were blown on the pca. Further inspection showed that there were signs of contamination in the blower box as well as on the blower motor.

Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.